Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the chipped adhesive around the objective lens is traced to component failure. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for preventative maintenance with no reported complaint.however, during the device analysis, a chip in the adhesive around the objective lens was observed. There was no patient involvement.